Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 25g 5/8in contained foreign matter. The following information was provided by the initial reporter: "the epoxy contacted the child's skin during use. The user(pediatrics) has asked to check whether the epoxy is harmless to the human body."

Event description:
It was reported that needle 25g 5/8in contained foreign matter. The following information was provided by the initial reporter: "the epoxy contacted the child's skin during use. The user (pediatrics) has asked to check whether the epoxy is harmless to the human body."

Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. From the photos, the team was unable to determine the epoxy on the cannula greater than 4mm (epoxy trailing) defect. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.